Event description:
It was reported that the nurse wanted to check the flow rate at marginal and patient temperature was slightly above the target temperature. The target temperature was 33 c, the patient temperature was 33.5 c and patient did reach target. The patient actively shivered and was treated with propofol, demerol, fentanyl, magnesium infusing and bair hugger was in place. It was also confirmed that 4 arctic pads were connected to patient and nurse was asked to disconnect and reconnect pads. Once it was done the flow rate was good and fluctuated back to marginal. The nurse verbalized the importance of flow rate and shivering management. The user would address shivering and call back if they needs further assistance.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be completed due to no lot number provided. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse wanted to check the flow rate at marginal and patient temperature was slightly above the target temperature. The target temperature was 33 c, the patient temperature was 33.5 c and patient did reach target. The patient actively shivered and was treated with propofol, demerol, fentanyl, magnesium infusing and bair hugger was in place. It was also confirmed that 4 (B)(6) pads were connected to patient and nurse was asked to disconnect and reconnect pads. Once it was done the flow rate was good and fluctuated back to marginal. The nurse verbalized the importance of flow rate and shivering management. The user would address shivering and call back if they needs further assistance.